Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with amikacin injection (150 mg, route, duration and frequency was not reported), vancomycin injection (1 gram, start dose, route, duration and frequency were not reported) and meropenem injection (150 mg, continuous drug, route and frequency were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow up it was reported the same day as the peritonitis onset, the patient was hospitalized for the event. On an unknown date, the patient was discharged from the hospital. On an unreported date ¿two weeks ago¿ the patient was recovered from the peritonitis event and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.